Manufacturer narrative:
Beckman field service engineer (fse) evaluated the au480 chemistry analyzer and identified the reference valve was defective. The fse replaced the reference valve and adjusted the nozzles to resolve the issue. The fse performed calibration, and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4)..

Event description:
The customer reported the generation of two (2) false low ise (ion selective electrode) patient samples results for sodium (na), potassium (k) and chloride (cl) with negative anion gaps, involving the au480 chemistry analyzer. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.